Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Photos were taken and a visual inspection was conducted. Scratches and nicks were noted on the device handle and trigger. The trigger was loose and slightly bent exposing the bearing. Device history record  (DHR) was reviewed and no discrepancies relevant to the reported event were found. This is an instrument; therefore, implant compatibility is not applicable. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the trigger of the humeral stem inserter jammed during a shoulder fracture repair. No adverse events have been reported as a result of the malfunction.